Manufacturer narrative:
The delivery system was returned after being used. The delivery system was locked at default position with no fine adjust used and unflexed. The delivery system was fully inspected, and the following was observed: the inflation balloon burst in radial and longitudinal. The inflation balloon separated completely due to the post-procedural handling. There were no missing pieces for the balloon. The 3mensio imagery provide by site is reviewed and the following observations are made. Patient had severe calcification on the native annulus and leaflets. The complaint for balloon burst was confirmed per the visual inspection of the returned devices. It is unlikely that a product defect or manufacturing non-conformance contributed to this event. Per the imagery review, the patient had calcification on native annulus and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Extensive manufacturing mitigations are in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Therefore, available information suggests that patient (calcification) factors contributed to the complaint event. Since no edwards defect was identified in the evaluation, no corrective or preventative action, nor product risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr procedure with a 29mm sapien 3 the balloon on the commander delivery system burst near max inflation with nominal volume due to calcium. The patient had lvot and annular calcium. There was no bav performed. The balloon on the commander system was prepped with nominal volume. There were no negative outcomes to the patient. Per the fcs, the physician tore the balloon apart at the back table in order to confirm all balloon pieces were present.  The pre-decontamination findings confirmed the valve had been separated.